Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications and was injured amd damaged. The device was removed in 1998. The device was not returned for evaluation.

Event description:
The pt reported she experienced incontinence, pain, bleeding, infections, discahrge, numbness in lower body and urinary retention.